Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician reseated the battery to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.